Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer support confirmed that pump was included in a field correction, completed required form on customer¿s behalf, and guided caller through resetting pump using fault information, after which malfunction did not recur, and customer was advised to continue using pump and to call back if issue returned.